Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. Patient was swapped to another unit and therapy continued successfully. There was no patient harm.

Manufacturer narrative:
Updated fields: b3, b4, d8, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5. Due to character restrictions in block e1 event site name: (B)(6) center. A getinge field service engineer (fse) visited onsite on 2 february, unable to replicate user complaint. Tested unit with testing catheter and trainer without issue. Identified long listing of codes 53 in the logs attached for reference, pointing to fiber optic issues. Fiber optic module successfully tested with fiber optic tester without issue. Fiber optic cable in good condition and kink free. Replaced fiber optic module (d997-00-1169), as a precaution. Post replacing fiber optic module successfully completed a full function check on unit without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The failure analysis and testing dept. Received part number 0997-00-1169, sn (B)(6) with a reported unit failure of a fiber optic module failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the issue. Separating the boards and sending to the respective suppliers per procedure number 0002-07-d008 rev. Aq. The fat received the failure analysis from the supplier for pn 0992-00-1017, sn (B)(6). Please see attachments. Supplier stated that the optical connector was dirty and the optical bloc signal was drifted. They state the root cause is the optical block being off center but did not state how this was possible. Possible root cause will be expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. Fat received the failure analysis for part 0670-00-1160, sn (B)(6). Please see attachments. Supplier states that board passed all tests. Root cause is still not confirmed for this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) device had "iber optic sensor failure. Customer surfaced fiber optic errors while on patient. User failed to obtain blood pressure values and wave-forms. Other than that, unit fully functional. User swapped out to continue treatment without issue. Patient involved and no harm reported.